Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the highly calcified circumflex (cx) artery. The 3.0x24mm synergy sent was advanced to the target lesion however was unable to cross the lesion. The device was pulled back into the guide catheter and the stent was damaged. The procedure was completed with non-bsc des stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent was damaged towards the center with struts pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The tip was slightly flared/ stretched. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the highly calcified circumflex (cx) artery. The 3.0x24mm synergy sent was advanced to the target lesion however was unable to cross the lesion. The device was pulled back into the guide catheter and the stent was damaged. The procedure was completed with non-bsc des stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.